Event description:
It was reported that during mode switch from invasive pressure control to high flow in preparation for extubation, the ventilator failed to provide appropriate ventilation. As a result, the patient¿s oxygen saturation dropped to 40%. Ventilation was subsequently restored, and the patient recovered without any reported permanent harm. Manufacturer¿s ref #: (B)(4).

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
Additional information received stated that during preparations to extubate the patient and transition from invasive pressure control mode to non-invasive high flow mode, the ventilator reportedly switched to high flow mode on its own and ceased ventilating the patient. The user stated that the "continue" button on the user interface had not yet been pressed when this occurred. Our field service engineer conducted an investigation of the ventilator. The reported issue could not be reproduced. The ventilator was tested across all ventilation modes and functions without any anomalies. No unintended mode switching was observed, and the ventilator successfully passed pre-use check and additional functional and safety tests. A review of the ventilator logs provided clear evidence that on the date of the reported incident, at 08:26 am, the user manually changed the ventilation mode from pressure control to high flow by pressing the "continue" button. Immediately following this action, an alarm was triggered for "flow through expiratory tube," indicating an improper connection of the patient circuit. Two minutes later, at 08:28 am, the ventilator was placed in standby mode by the user. Further discussions with the respiratory therapy (rt) director revealed that these ventilators were newly introduced to the user, who was not yet fully familiar with the different modes and functions. When transitioning from invasive pressure control to high flow mode, it is crucial to ensure the correct patient circuit setup and confirm proper interface connections. The ventilator cannot switch ventilation mode by itself. Based on the evidence, the conclusion is that the event resulted from an unintended user error due to a lack of understanding of the ventilator¿s functionality. There is no indication of ventilator malfunction.